Event description:
Per the clinic, the patient underwent multiple skin flap reduction surgeries (dates not reported) due to poor magnet retention. The implanted device remains. Additional information has been requested but not made available at the time of this report.

Manufacturer narrative:
This report is submitted on july 04, 2023.

Manufacturer narrative:
Per the clinic, the patient was treated with steroid injections (specific date and duration not reported). This report is submitted on september 07, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on april 18, 2024.